Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ micro pen needle failed to deliver insulin during the injection. The following information was provided by the initial reporter: "consumer reported needle clog during injection, stated that there is no insulin flow. Consumer does not re-use, consumer does not prime."

Event description:
It was reported that the bd ultra-fine¿ micro pen needle failed to deliver insulin during the injection. The following information was provided by the initial reporter: "consumer reported needle clog during injection, stated that there is no insulin flow. Consumer does not re-use, consumer does not prime."

Manufacturer narrative:
H6: investigation summary: customer returned (2) open 32gx6mm bd pen needles without tear drop labels attached. The customer reported that the needle clogged during injection. The samples were examined, and it was observed that both pen needles featured a bent non-patient end (npe) cannula. No evidence of manufacturing defect was observed. The bent npe cannulas would prevent proper flow through the pen needles, hence, the customer would think the pen needles were clogged. Since both samples were returned after use, the probable cause of the bent npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was able to duplicate or confirm the customer¿s indicated failure. The root cause of this issue is user related. The npe cannulas were bent after the user handled the pen needles.